Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter was defected and determined to be ruptured when removed from the patient. An attempt to inflate the balloon was made and the balloon never inflated. A leakage was seen coming from the balloon. The device was not inserted into the patient and a new 6mm x 30cm saber pta balloon catheter was used as a replacement. There were no reported patient injuries. This was during a procedure to treat a superficial femoral artery (sfa). The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. The device maintained negative pressure during preparation. The device will be returned for evaluation.

Event description:
As reported, the balloon of a 6mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter was defected and determined to be ruptured when removed from the package. An attempt to inflate the balloon was made and the balloon never inflated. A leakage was seen coming from the balloon. The device was not inserted into the patient and a new 6mm x 30cm saber pta balloon catheter was used as a replacement. There were no reported patient injuries. This was during a procedure to treat a superficial femoral artery (sfa). The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. The device maintained negative pressure during preparation. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h1 the event description was corrected complaint conclusion: as reported, the balloon of a 6mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter was defected and determined to be ruptured when removed from the package. An attempt to inflate the balloon was made and the balloon never inflated. A leakage was seen coming from the balloon. The device was not inserted into the patient and a new 6mm x 30cm saber pta balloon catheter was used as a replacement. There were no reported patient injuries. This was during a procedure to treat a superficial femoral artery (sfa). The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing the sterile packaging components. The device maintained negative pressure during preparation. A non-sterile unit of ¿saber 6mm30cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that the luer hub presents a cracked condition. The shaft presents a kinked condition located approximately 26 cm from the distal tip. The balloon was received not inflated. No other outstanding details were noticed. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure. However, inflation of the balloon was not possible due to the luer hub was leaking through a crack. To verify the condition of the balloon, the crack on the luer hub was sealed to avoid the leakage. The inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure. The balloon was inflated as expected and the pressure remained steady. No leaking or damages on the balloon were observed during the inflation test. The inflation port area was inspected with a vision system confirming the cracked condition. The cracked area on hub presented evidence fatigue striations. Fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. The failure reported by the customer as ¿balloon~burst¿ was not confirmed. The balloon does not present any damage or leaking. However, a cracked condition was found on the luer hub. Also, a kink was observed on the shaft. The exact cause of the kink on the shaft and the cracked condition observed on the luer hub could not be conclusive determined during the analysis. Fatigue striations found on the luer hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. If excessive force was used when attaching the inflator/deflator device during prep, that excessive force could lead to the crack in the hub. The crack in the hub caused a leakage that would not allow for the balloon to inflate. Storage factors may also play a role if the package was subject to improper handling while being stored. The handling and storage process may have contributed to the observed damages. The product analysis does not suggest that the observed damages could be related to the manufacturing process; therefore, no corrective action will be taken at this time.